Event description:
Customer alleged the left arm assembly broke - weld break on the arm pivot. No injury alleged.

Manufacturer narrative:
No RMA was initiated for this event. Model number tdxsp-cg (B)(4) is approximately 2 years and 7 months of age. The user manual part number 1143190 rev g (jan-09) was issued with the device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides the warnings, cautions, and instructions for safely using the device. The consumer has been diagnosed with scoliosis. The consumers stability and medication regimen are unknown. The consumer is (B)(6). The consumer alleges that he was leaning over the pivot arm rest to pick something up off the floor, and placing approximately 50 pounds of pressure on the pivot arm rest. The maintenance history of the device is unknown. The consumer alleges that the pivot tube at the arm rest broke off. The consumer stated that he allegedly leaned over the arm rest to pick up something off the floor. Allegedly he does this motion quite often and puts about 50 pounds of weight on the arm. The consumer was advised that this is not the intended use of the arm rest. The consumer confirmed that he was not injured.